Event description:
It was reported that the customer received failed battery test and battery out limit alarms. Customer stated he could not get the insulin pump to work no matter how many times he would put in a battery. During troubleshooting, no relevant damage was found and each alarm did not recur when a new battery was placed in the insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.